Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The programming and histories were accurate. In addition, a lead screw test was completed and passed. Instructed customer call back to perform the high-pressure test when the clamp arrives.